Manufacturer narrative:
Section g3-the date received by manufacturer should have been 12/04/2020 rather than 01/19/2021 in the follow-up report #3. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate that the patient had ipg replacement and therapy was restored post operatively.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as instructed. The patient lost therapy on an unknown date. In turn, surgical intervention may take place at a later date to address the issue.